Event description:
Reporter indicated that the patient's vns therapy system was re-implanted due to a lead discontinuity. The lead was returned to manufacturer for analysis in three portions, without the positive electrode, so a complete evaluation could not be performed. Analysis was performed on the returned portion of the lead and the report of lead discontinuity was not verified.

Manufacturer narrative:
Device malfunction not confirmed by pa. Device malfunction is suspected, but did not cause or contribute to a serious injury or death.